Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude monitoring system detected an increased shock impedance measurement greater than 125 ohms. An invasive revision procedure was performed. Once the device pocket was reopened, a tug test was performed on each pin. The distal pin was easily removed from the device header. The set screw was backed out, the pin was then reinserted and the set screw was retightened. All lead measurements were within acceptable limits. No other adverse patient effects were reported as a result of this clinical observation.